Event description:
"Handed surgeon introducer, no sign of defect before handed to surgeon. Surgeon introduced under fluoroscopy, felt some resistance then withdrew the introducer, noticed fragment of vessel dilator missing.